Manufacturer narrative:
(B)(4). A conclusive cause for the reported patient effect of sepsis and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous medwatch filing, additional information was reported. The promus stent was implanted in the ramus artery on (B)(6) 2010. The patient presented to the emergency room on (B)(6) 2012 with apparent septic shock. On (B)(6) 2012, the patient died of sepsis. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. However, based on the reported information, the reported death was not related to the device or the procedure. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the promus stent was implanted. On (B)(6) 2012, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.